Manufacturer narrative:
Technician found the bed in bed shop. Cause: found sec #7 poc valve caused drift. Replaced poc valve (B)(4) and CPR trend valve to resolve this issue.

Event description:
Complaint alleged that the head hi/low drifted down over period of time.